Event description:
During a cervical empty procedure, the physician almost finished the procedure when the device stopped working. No further info was provided. Not noted how case completed. No pt consequence.